Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient had frail and severely calcified vessels. It was reported that patient had decreased pulse one day post index procedure and the physician thought it was because of the calcium in the vessel on the right side where the bifurcated stent graft was inserted. The vessel was de-clotted with a fogarty catheter and the pulse improved a little, but the patient complained of back pain. Upon further evaluation there was a dissection found in the external / common artery on the right side. It is unknown if this happened while the bifurcated device was being inserted and hit the calcium on the way in. A 16 x 10 x 124 endurant limb was implanted to cover the dissection on the right side. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (dissection), patient's condition affected effectiveness of device (anatomy related; frail and severely calcified vessels). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; frail and severely calcified vessels).